Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 06:29:57 with drain volume of 4829 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The review of the device logs revealed an additional difficulty of increased intraperitoneal volume (iipv) which met iipv criteria. The reported difficulty did not affect volumetric accuracy or temperature functional performance and the device was determined to have met specifications relative to the additional iipv identified during device log review. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported difficulty of iipv. The cause of the of iipv adult encountered in the device logs was determined to be insufficient drain- one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.